Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported trocar needle length issue as no objective evidence was provided for review. A definitive root cause for the defective component could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h4, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (component, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided abscess percutaneous drainage placement procedure, the length of trocar needle allegedly was shorter than catheter and tip of the needle was not exposed. The procedure was completed by replacing another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided percutaneous drainage placement procedure, the length of trocar needle allegedly was shorter than catheter and tip of the needle was not exposed. The procedure was completed by replacing another device. There was no patient contact.